Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, pump was found running loudly during syringe delivery test. Lack of silicon grease was noted inside of worm coupling as a result of normal wear and was the cause of the reported issue. Service cleaned and greased the whole motor assembly and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was running loudly. No adverse effects were reported.